Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on information provided and per physician's opinion, the reported unintended movement associated with clip opening during efaa (establish final arm angle) and positioning failure (leaflet grasping and capturing) appeared to be related to challenging patient anatomy (flail leaflet/larger flail). The reported unspecified tissue injury (leaflet damage) appears to be due to multiple grasping/capturing attempts. Tissue injury/damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances as no treatment was provided. Codes removed: type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. An xtw was inserted and grasping was performed. However, the leaflets were unable to be grasped and captured. It was noted that the clip appeared to open more than 20 degrees. The lock was tested again and it appeared to be locking properly. However, the physician decided to remove the device and discontinue the procedure. Tissue damage was observed on the posterior leaflet. There was no clinically significant delay in the procedure.